Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed. Date of event is unknown.

Event description:
During the call, the crew noticed that the autopulse lifeband (lot # unknown) would not clip into the autopulse platform (sn unknown). The crew used the second lifeband (lot # unknown) without any success. Per the reporter, the platform did not show any errors. The patient's status information was requested but the customer did not provide a response. Please see the following related MFR report: MFR # (B)(4) for the lifeband 1 of 2. MFR # (B)(4) for the lifeband 2 of 2.